Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise. All lead measurements were noted to be acceptable and within normal limits. It was noted that the patient now had a normal ejection fraction and an electrophysiology study was negative. The patient elected to have the implanted system explanted. This lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.